Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman laa closure device & delivery system and a watchman access system were placed in the laa. The watchman laa closure device was deployed, but required recapture. While attempting to recapture the device, the physician was unable to fully contain the device within the delivery catheter and access system. The device was removed with its feet still exposed. Access was gained in the opposite groin and the procedure was completed with another watchman closure device and watchman access system. There were no patient complications and the patient condition was fine.